Manufacturer narrative:
No lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Customer follow-up confirmed the issue was with the leads, not the monitor. From the complaint description it is unclear if the pads were becoming disconnected from the patient, disconnected from the defibrillator (or therapy cord), or if the defibrillator electrodes were not reading properly (connected to patient & defibrillator unit properly). It should be noted that during production there are two different steps whereby the connector is plugged into a receptacle (replicates plugging into therapy cord) that would cull out (reject the connector plug) any molding faults that would impair the connection. Secondly, prior to packaging the final defib electrode assembly, the product is 100% visually inspected. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehends ive investigation was unable to be conducted. Production retain defib electrode sets could not be evaluated due to the unknown product code and production lot number. Because there was no lot number, a date of manufacture could not be determined. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product ID and lot number is unavailable. This complaint was received from (B)(4) food and drug administration ((B)(4)) and no additional details can be provided. The initial reporter's information is unavailable. This complaint was received from (B)(4) food and drug administration ((B)(4)) and no additional details can be provided. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported when the ICU nurse used the defibrillator monitor, the lead continually fell off leading to the device not working normally. The nurse replaced the product and monitor.